Event description:
It was reported that the patient's blood glucose level was above 20 mmol/l (360 mg/dl) while the pod was worn on the leg between 24 and 36 hours. The pink slide did not move forward indicating that a needle mechanism failure occurred. In addition, when removed from the infusion site, the cannula was found bent. As treatment, a correction bolus was administered and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure along with bent cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.